Event description:
It was reported that pump displayed malfunction alarm malf 12, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, completed reset with assistance, confirmed malfunction did not recur, and was advised to continue using pump and call back if any future malfunction occurred.